Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta leaked the patient returned to the ICU after surgery at 14:05 on (B)(6) 2025, and the nurse on duty administered midazolam sedation as prescribed. About 15 minutes later, the patient was still agitated. When the nurse on duty inspected the infusion situation at the bedside, she found that the infusion tee knob was oozing badly, which prevented the medication from entering the venous pathway and affected the therapeutic effect, so she immediately replaced the tee with a new spare one, and the patient's agitation slowly tended to calm down.